Event description:
It was reported that after the anesthetist had intubated the pt, with a small laryngeal airway, anesthetist attached the device and as anesthetist customarily does, hand bagged the pt. Anesthetist noticed that the pt was hard to bag, and decided to change the airway mask to a larger size, as anesthetist thought the airway piece might have been to small for the pt. Once again anesthetist bagged the pt and still felt it was hard to do, so anesthetist re-intubated the pt with a size 8 et tube. By this time, the pt was displaying signs of hypoventilation, slight drop in o2 saturation and rise in co2. Anesthetist commenced resuscitation of the pt as anaphylaxis (to some anesthetic medication) and administered adrenalin IV and continued bagging the pt. The procedure was cancelled, and the pt was to be transferred to ICU immediately, for continued resuscitation and stabilization of ventilation. As they moved the pt from the bag temporarily and reconnected the pt to the transport black bag and circuit, they noticed an immediate improvement in the pt's condition, i.e., easy to bag. They temporarily reconnected the pt to the bag and filter and found once again it was difficult to ventilate. The pt spent the night in the ICU, monitored and returned for the operation the next day. There were no pt sequelae reported.